Event description:
A customer reported to the MFR that a power supply of a system 1, remstar auto a-flex CPAP device had evidence of thermal damage. There was no report of patient harm or injury. The MFR evaluated the power supply and determined that the dc power cable sustained external physical damage unrelated to the normal function of the power supply. The MFR discovered indentations in the dc power cable proximal to the thermal damage and determined that the cord was likely pinched.

Manufacturer narrative:
Based on the eval of the returned power supply and the determination that the cable had sustained external physical damage, the MFR concludes that the failure is not related to the design or mfg of the component and that no further action is required.